Manufacturer narrative:
The patient was implanted with the device on either (B)(6) 2009 or (B)(6) 2012. A second hospital was reported with this event: (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain, disability, impairment, disfigurement, loss of enjoyment of life, and emotional distress. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.